Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while a ventilator was in use on a patient. There was no harm or injury reported. It was reported that the device was switched out by the sales representative. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's board was replaced to address the issue. The devices flow sensor was replaced as a preventive action only. Additionally, final testing, battery check, valve check, run in tests, and cleaning were performed which confirmed the unit operated properly.